Manufacturer narrative:
A ge service representative performed an on site investigation. The 18 volt camera power supply fuse was replaced and the mechanical repair was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images. No pt injury was reported.